Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with unspecified mentor saline breast implants experienced intense itching around the nipple of the left breast. The patient was seen by a physician; however, the cause was not determined. The patient also reported random pain/discomfort on the side of left breast. She has had yearly mammograms that have always returned negative. About 4 years ago, she was diagnosed with graves disease and has been under the care of an endocrinologist since. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.